Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: during investigation, the black box showed evidence of a sudden drop in voltage on (B)(6) 2018. There was evidence of moisture behind the display lens. The pump powered on with the returned battery cap. The battery cap was able to fully tighten but the battery compartment was found to be cracked. The current draws were not within specification. The 24 hour basal run was unable to be completed due to a cs 177 ¿low battery¿ warning and a cs 128 ¿replace battery¿ alarm. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.